Manufacturer narrative:
E1 phone number: (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The pump was tested and was found to be functioning properly and delivering within specification. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported ¿drains battery, delivers too little medicine¿. There was no patient involvement.